Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscal repair procedure a fast fix flex failed, both implants were successfully deployed, however, the t2 implant was seen outside under surface of the meniscus after the inserted was withdrawn. The t1 was left secured in the patient, the t2 was exposed under the meniscus and it was successfully removed with a tissue grasper. The procedure was completed with a 15 minutes delay using a fast-fix 360 backup device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10, h3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection revealed the device was returned placed back into unsealed original packaging. The anchors and suture were not returned with the device. No physical damage visible to the device. A functional evaluation revealed the actuator and actuator tip function as intended. It was determined the device did not contribute to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.